Manufacturer narrative:
Citation: won-jang kim. Predictors of permanent pacemaker insertion following transcatheter aortic valve replacement with the corevalve revalving system based on computed tomography analysis: an asian multicenter registry study. J invasive cardiol. 2015 jul;27(7):334-40. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding permanent pacemaker insertion following transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2010 and 2013. The study population included 117 patients (predominantly male; mean age 81 years), 117 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: left bundle branch block (lbbb), right bundle branch block (rbbb), complete heart block (chb), atrio-ventricular (av) block, permanent pacemaker implant, and second valve implant. Based on the available information, it was likely the events were attributed to medtronic product. No additional adverse patient effects were reported.